Event description:
Procedure: hysterectomy. Reportedly, the instrument would not release from tissue. The surgeon pulled at the instrument and then had to cut a small area of tissue to remove it from the cavity. A bleeder occurred and another instrument was used to cauterize this vessel.